Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "hung 1000ml bag of 0.9%ns in alaris pump, set drip rate to 75ml/hr. Watched infusion start and drip rate was accurate to 75ml/hr. When returned to pt room 75-100 mins later, the bag had completely infused and was dry. The alaris pump still was programmed to the correct rate of 75ml/hr and the total volume infused was 111ml, and still to infuse 888ml. However, this was not the case. The 1000ml bag of 0.9% of ns has completely infused into the patient after just over an hour. There was no evidence of leakage, patient bedding dry/floor dry/IV site intact." There was patient involvement but no harm. Bd learned additional information through due diligence. The customer reported that the hospital's biomedical engineering team did an internal investigation and reviewed the logs. Per the customer's report, and the logs show the nurse programmed the pump as described (rate: 75, vtbi: 1000), and that an air-in-line occurred approximately 1.5 hours after starting the infusion. Furthermore, their biomed simulated a saline infusion, and tested the pumps, and no faults were found. They were unable to test the infusion sets as it were reportedly disposed. Although requested, the customer declined to return the devices to bd for further investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "hung 1000ml bag of 0.9%ns in alaris pump, set drip rate to 75ml/hr. Watched infusion start and drip rate was accurate to 75ml/hr. When returned to pt room 75-100 mins later, the bag had completely infused and was dry. The alaris pump still was programmed to the correct rate of 75ml/hr and the total volume infused was 111ml, and still to infuse 888ml. However, this was not the case. The 1000ml bag of 0.9% of ns has completely infused into the patient after just over an hour. There was no evidence of leakage, patient bedding dry/floor dry/IV site intact." There was patient involvement but no harm.